Event description:
The healthtronics laser had been used for approximately 5-10 minutes, the tip was recut and used for a few more minutes, surgeon was just cleaning up the prostate and about finished when it stopped working, then there was a loud crack and people noticed the 2-3 inch flames coming directly from the connection from the fiber to the laser machine. Emergency stop button was pressed by the rep and a towel used to smother the small flames. The rep was on-site and equipment was removed from service and evaluated.